Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and an unknown product was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure and mesh was implanted concurrently with total laparoscopic hysterectomy and bilateral salphingo-oophorectomy and umbilical hernia repair. It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, and dyspareunia. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.